Event description:
The customer reported to baxter (B)(4) of an interlink y-type cath ext set/male l/l adapter in which the luer lock does not spin freely anymore because the twisted tubing caused the set to disconnect from the IV hub when it unravels. It is not specified when the event occurred. Patient involvement is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional relevant information or samples become available, a follow-up report will be submitted.